Event description:
It was reported that the balloon on a fogarty arterial embolectomy catheter could not be deflated during a thrombectomy procedure. The user pulled on the device and the balloon detached from the sheath. The balloon was then removed along with the thrombus material using a larger size fogarty catheter. No pt complications were reported as a result of this event.